Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received an insulin flow blocked alarm. The customer's blood glucose was 400 mg/dl at the time of incident. No symptoms were reported with the high blood glucose. The high blood glucose was treated via insulin pump. Troubleshooting was completed and determined the alarm was caused by a connection issue. The insulin pump will not be returned for analysis. Frn-reservoir.